Manufacturer narrative:
Device evaluated by MFR: a mustang balloon device was received for analysis. A visual examination confirmed that the balloon had been subjected to positive pressure. Blood was noted within the balloon which is evidence of a device leak. A visual and microscopic examination of the returned device identified a longitudinal tear in the balloon material. The tear was identified approximately 4mm distal to the distal edge of the proximal markerband and extended approximately 4mm distally along the balloon material. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination could find no issue with the markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified cephalic vein. After a guidewire crossed the lesion, a 6.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilation. However, on initial inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and was replaced with a 6.00mm / 2.0cm / 50cm peripheral cutting balloon¿; but as the balloon was attempted to inflate, the balloon also ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified cephalic vein. After a guidewire crossed the lesion, a 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and was replaced with a 6.00mm / 2.0cm / 50cm peripheral cutting balloon; but as the balloon was attempted to inflate, the balloon also ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.